Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe to resolve the issue. System was tested and verified ready for use. Isi did receive the integrated electro surgical unit (iesu)/erbe involved with this complaint to perform failure analysis. The reported failure (c-34 errors) was confirmed and reproduced, confirming the fault occurred in the field. The unit was placed on an in-house system and was run in normal mode. A few paint chips were observed on the cover and the heat sink paint has faded.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, there was an error with the erbe generator. Prior to calling, the customer had already attempted to restart the erbe with no success. The customer replaced the energy activation cords and the instruments, along with changing the bovie pad, however, the unit continuously faulted. The customer had a force triad generator and energy activation cord and bypassed the erbe so the surgeon could resume with the procedure. There was no patient harm as a result of this event.